Manufacturer narrative:
Device history review was completed on the reported lot v2c242. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Sample was not returned for evaluation due to which a root cause could not be determined. We will continue to monitor trends for this product.

Event description:
Customer reported that infant heel warmer popped open at the seal upon activation. No adverse event was reported. Event date was not provided. No further information was provided.